Event description:
It was reported that the customer had 2 sets where the insulin was not going through. Customer was changing out her set and the pump alarmed no delivery. Customer's mother was not sure if her daughter changed everything out or if she just changed out the set the first time the issue occurred. Customer had done a set change and was attempting to bolus for her meal when she received a no delivery alarm. Customer took the cannula out and noticed that it was bent. Customer kept using the same reservoir and has not had problems since then. Customer's blood glucose did go up more than 400 mg/dl on (B)(6) 2015. Customer would like to return the set and reservoir for analysis. Customer had a no delivery alarm during a manual prime and also during a bolus. Customer will call back to provide reservoir information later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.